Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient underwent explant of the intraocular lens (iol). No further information was reported.

Manufacturer narrative:
Corrected data information that was available but not provided: during the explant of the intraocular lens (iol), another (unspecified) iol was implanted. (B)(4). Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) were noted. All pertinent information available to the manufacturer has been submitted. Placeholder.